Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Case manager reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level was as low as 34 mg/dl. Customer experienced a hypoglycemic event and passed out. Troubleshooting for low blood glucose was performed. Customer advised they had a big party and it was stressful for them. Troubleshooting confirmed that the insulin pump is working as designed and customer was advised to monitor the device. Customer was advised to follow up with their healthcare provider and call back if issues persist.